Event description:
It was reported that the trigger of the system 7 single trigger rotary stuck and continued to run during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Upon evaluation, the device was found to have trigger sleeve interference. The device was repaired and returned to the user facility.

Event description:
It was reported that the trigger of the system 7 single trigger rotary stuck and continued to run during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.